Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that the cuff popped while in use. A trach change was done to resolve the issue.